Event description:
Device received from (B)(6) for service. It was discovered that during servicing that the device had motor vibration. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention occurred. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition of motor vibration was identified in the pre-repair diagnostic assessment notes. If additional information becomes available a supplemental report will be submitted. (B)(4).